Manufacturer narrative:
Based on the claim against the product by the customer noting error on master tool manipulator (mtm), intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mtm instrument was analyzed and reported failure was reproduced during sine cycle. The failure was confirmed via error logs. During the calibration test, the reported problem was able to be fixed. The complaint regarding error (B)(4) was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the mtm. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being completed with one surgeon side console. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had a message on surgeon side console (ssc) 2 stating that the master tool manipulator (mtm) right clutch buttons had been disabled. The customer was continuing with the procedure as planned using ssc 1. The tse reviewed the error logs and found error 23031 confirming the customer reported symptoms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr confirmed that the customer was able to finish the case with using just one surgeon console with no harm to the patient.